Event description:
The facility's technical support representative reported an infusion pump with 812:02 failure code. The device was received by tech support with no additional information and there was no report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not device was in use on a patient when the failure occurred was not available and no additional contact information was provided.